Event description:
It was reported by service report that the ground prong was missing from the power cord. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: ground prong.